Manufacturer narrative:
The patient was born on an unspecified date in 1988. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported to be due to poor environment and/or poor source of water. The same day as event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. The same day as receipt of this report the antibiotics were discontinued. The patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.